Manufacturer narrative:
Evaluation was completed and the reported condition was confirmed. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -8.6% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility returned the device for service. During service testing, baxter service technician reported that the device under delivered. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.